Event description:
Complainant alleged that during a routine shift check by a clinician the device shut down with no message on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
In section "f5" a correction was made to the phone number.